Event description:
Report received indicates that during an orif of the left clavicle, about 1/4 inches of the 2.4mm/2.7mm va-lcp bending plier broke off. X-ray were taken and no foreign body foreign body was found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4). The procedure was reported to be an open reduction internal fixation (orif).